Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the screw broke in the middle of the shaft threads. The head of the screw and part of the shaft threads are present on the returned screw piece. The other piece of the screw, with the tip end and remaining shaft thread, is not available for review. There is some wear around the stardrive feature and on the shaft threads. The anodize color is stripped in the areas where screw wear was detected. The material, thread profile, thread minor diameter, and thread major diameter were checked on available piece with no issues identified that would contribute to the complaint condition. Additionally, this complaint cannot be confirmed since relevant features could not be checked along entire screw length due to missing piece of the screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier is unknown. Additional product codes for this report include hwc. (B)(4). The device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received device history record review: manufacturing location: (B)(4) - manufacturing date: march 17, 2015 - expiry date: march 1, 2025. The complaint was assessed as not being related to sterilization. Therefore, a review of the part¿s non-sterile counterpart was also conducted with results as follows: part 04.211.026 / lot 7873451, manufacturing location: (B)(4)- manufacturing date: december 16, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw was used to fixate a variable angle ¿ locking compression (va-lcp) medial distal humerus plate during a surgical procedure on (B)(6) 2016. The surgeon had successfully implanted three (3) screws into the distal locking holes of the plate. However, the reported screw broke into two (2) pieces as the surgeon inserted it into the proximal second va locking hole. The broken fragment was left in the patient, while the other portion was retrieved. The procedure was completed with no reported delay. This report is 1 of 1 for (B)(4).